Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available

Event description:
It was reported from a customer in (B)(6) that when rotaflow console speed is over 1700 rpm, it reports "head error¿. When the head error occurred is unknown. Requested but still pending. It is also pending if the console or rotaflow drive triggered the reported failure. Complaint ID: (B)(4).

Manufacturer narrative:
The reported "head error" occurred during use. According to the service order 43394100 dated on (B)(6)2020 the control board (70103.4051 rfc control board kit) and the rotaflow drive with s/n (B)(6) was replaced with rotaflow drive s/n(B)(6) . Due to import restrictions in china the repair of the rotaflow drive cannot be performed at manufacturer's (em-tec) site. A replacement unit was sent to the customer. The reported "head error" could be confirmed. Droubleshot after replacing rotaflow drive and control board. Thus the reported failure could be confirmed. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported "head error" occurred during use and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(6).